Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v389407, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v372858, implanted: (B)(6) 2010. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was replaced in (B)(6) 2011 and the patient was told that the ins would last five years and it only lasted one year.